Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced multiple issues with the cd9000 recharging dock (activa rc), wr9200 wireless recharger (activa rc), and wireless recharger cord m988704a002. The specific allegations included the recharger not charging, the green light on the docking station intermittently turning on and off, the recharger not powering on, rapidly scrolling battery lights on the recharger, beeping noises (including very low beeping), all lights going out on the recharger, and the recharger not powering on. The patient reported trouble charging their implant and stated they were starting to shake already. The patient described having to wiggle the dock charging cord to get the green light to come on, though no visible damage was noted to the cord. The patient attempted to reset the recharger on and off the docking station, but this did not resolve the issue. The recharger continued to beep and all lights went out, with the device still not powering on. The issue was not resolved through troubleshooting, and a request was sent to the repair department for replacement and return of the affected components. Additional info received from patient that they received replacement wireless recharger. Patient was trying to use their tm90 communicator simultaneously while also using their wr. Reviewed patient should turn the tm90 off and recommended patient focus on charging the ins until they hear charge complete tones. Reviewed communicator general use with patient and had patient turn off their recharging equipment and unplug their communicator. Patient continually received the "turn communicator over and locate serial number" screen. Agent attempted to troubleshoot with the patient, but the issue persisted. After verifying the serial number, the handset screen would go back to the "turn communicator over and locate serial number" screen. Patient could not bypass the screen. Patient stated that they were getting nervous because they are starting to shake a bit already. Agent sent a request to repair to replace the device. Additional info received from patient that they received their new communicator but needed assistance pairing with their implant. Agent guided patient through the pairing process, and typing in the serial number. Prior to linking their ins, the patient encountered a "connect communicator to the recharging cable" message. Agent requested that patient charge their communicator and call back so that further pairing could be performed. Patient confirmed understanding. Reviewed charging expectations. Patient will call back when they charge their communicator. Additional info received from patient regarding external equipment usage. Patient stated they were only seeing a blue flashing light coming from communicator. Patient had communicator plugged into a "surge protector". Agent had patient try a different outlet, patient confirmed they could see an orange battery light coming from communicator when plugged in. Agent reviewed communicator battery lights meaning. Agent reviewed general use of wireless recharger as well, had patient plug dock in and set recharger on dock, patient confirmed seeing one blinking battery bar. Agent reviewed letting external equipment charge and then calling back for assistance pairing new equipment. The patient called back after charging external devices and ins to 100%. Reviewed how to pair new devices and link ins. Patient was able to do so successfully.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), analysis of the wireless recharger (s/n#: (B)(6) revealed led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.